Event description:
It was reported by the customer that the device received error code 120.4610. Battery tested ok. Voltage across pump without battery is -3vdc when plugged in. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device received error code 120.4610. Battery tested ok. Voltage across pump without battery is -3vdc when plugged in. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4610 - replaced battery harness. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the battery harness (error code 120.4610). A review of the device history record showed the device had a manufacture date of 02oct2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 02oct2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device received error code 120.4610. Battery tested ok. Voltage across pump without battery is -3vdc when plugged in. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error code 120.4610. Battery tested ok. Voltage across pump without battery is -3vdc when plugged in. There was no patient involvement.